Event description:
After the third inflation of the balloon in a vessel below the knee, the balloon could not hold pressure. It was indicated that there seemed to be a hole in the balloon. The target vessel was described as calcified. There was no report of pt injury. As per the reporting affiliate, no additional pt or procedural info is available. The product has been returned for eval and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.